Manufacturer narrative:
Failure analysis states that the insulin pump passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, pump was received stuck in the motor error loop during bolus / basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. Also pump was received with scratched display window and received with shifted end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Customer's current blood glucose was 145 mg/dl. Inquired if the customer uses the sensor feature on her pump and if she was able to rewind. Customer states they don't use the sensor feature and were able to rewind their pump. Advised customer insulin pump will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.